Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Product code pqf is not currently available.

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, there was a bluetooth pairing failure. No additional patient or event information is available. Data was provided for evaluation. The reported receiver message for low transmitter battery on (B)(6) 216 was confirmed via data. Also, a loss of connection occurring on (B)(6) 2016 was confirmed. The root cause could not be determined post-investigation. Based on the findings of a transmitter failure this is now reportable.